Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. A noise problem was observed on an atrial lead pacer/sense vector. Physician suspected that the noise was caused by the lead pin being a little snug in the new pulse generator. It was mentioned that patient had atrial fibrillation and was cardioverted. No intervention was performed to address the noise. The patient remained asymptomatic to noise.